Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with episodes of non-sustained ventricular oversensing. Transmissions were reviewed and noted post-paced t-wave oversensing was noted on stored egm previously. Programming change was made. The device later exhibited another episode of nvo after programming change was made due to post-sensed t-wave oversensing. Further programming changes were made. Patient will continue to be monitored, as the oversensing issue is still occurring. Patient is stable.